Manufacturer narrative:
Unknown manufacturer: (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 unspecified bd pen needles experienced leakage. The following information was provided by the initial reporter: caller reports that 2 needles were leaking insulin. Did issue cause any injury? No. Did customer require medical intervention? No.